Event description:
It was reported that the device screen flickers. Additionally, during service and repair the device could not generate and control negative pressure or operate on ac or battery power and cannot recharge the battery. No patient involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found the device was not able to generate negative pressure, establishing a relationship with the event reported. The root cause was determined as a failed vacuum motor. Additionally, the battery was fully depleted and would not charge. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device could not generate and control negative pressure because the motor was leaking and failed the vac. Decay test. No patient harmed, and no injury reported because this was found during service and repair.